Event description:
It was reported that (1) er320 was used during a lap cholecystectomy procedure. It was reported by the rep that the er320 distal tip of clip would not close to seal vessel. The surgeon stated that it might have been too large of a vessel to use it on. The case was complete by endo loop. There was no consequence to pt.